Event description:
Report received of the cassette diagram "blowing out" during a contrast injection. The customer reports that the contrast injector tubing is connected to the port closest to the pt. The tubing set was off of the pump. The slide clamp above the cassette was in the closed position. Approximately 30 seconds after the contrast injection was started, "the bubble part of the cassette blew out." The pt did not experience any blood loss. The pt's IV site remained patent. The CT scan was able to be completed. The rptr was not able to remember the injector settings or volume of contrast to be infused. There was no report of any adverse pt effect. Additional pt information was requested, but no further information was available.